Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, left ventricular lead dislodgment was observed and the lead was deactivated. The lead remains implanted and the patient was stable.